Event description:
A report was received stating that the tracheostomy tube was leaking at the cuff after an unknown amount of time in situ. The tracheostomy tube was replaced. No adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.